Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that a skin irritation causing a sore and fluid blister under the adhesive had occurred while wearing the pod between 25 and 36 hours. Symptoms began 1 day into usage while wearing the pod on their abdomen. On (B)(6) 2026, the patient visited an outpatient hospital where staff cleaned the blister, applied a bandage, and advised keeping it on for three days before air drying. The length of the visit was 1 hour. Additionally, it was mentioned the patient's blood glucose levels were 8.7 mmol/l (156.6 mg/dl) upon waking up and in the 6 mmol/l (108.0 mg/dl) range upon arrival at the hospital. The event did not affect glucose levels. The pod was discarded at the hospital due to fluid contamination. A new pod was applied.